Event description:
During preparation for a three coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used replacement heartstring seals to complete the anastomses. No pt complications were reported by the hosp.